Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. During the device change out, it was noted that the lead had pulled back and there is little slack. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4076 non defib lead, implanted: (B)(6) 2007. (B)(4).